Event description:
New information notes that patient was seen in the clinic and the recommended programming changes were made. Noise oversensing leading to loss of capture was also observed on the right ventricular lead after the changes. The patient was dependent and the physician capped and replaced the lead on (B)(6) 2019. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon review of the session records, several noise episodes was observed. It was determined that the noise may be due to an issue with the rv lead. It was recommended to attempt to reproduce noise episodes in clinic. Programming changes were recommended and physician was asked to consider lead replacement. No further information is available.